Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer's current blood glucose was 321 mg/dl. The customer was treated for high blood glucose with injection. Customer was 250 mg/dl this morning and then it went to 321 mg/dl. Customer is able to perform the high pressure test and it passed. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up with healthcare provider concerning high blood glucose.